Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been implanted for several years and has now shock lead impedance, out of range. There have not been previous case logs but the impedance has been rising gradually. Calcification was considered as a possible cause for the observed issue. It was mentioned that it would be unlikely to complete a commanded shock to assess the impedance for this patient. According to the field representative, lead behavior has been monitored and no other actions have been taken at this time. The rv lead remains in service. No adverse patient effects were reported.